Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted during testing. However, moisture damage was noted on motor assembly and on lcd board during visual inspection. The insulin pump had cracked belt clip slot and cracked reservoir tube lip noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 534 mg/dl at the time of incident. The customer's blood glucose was 74 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.